Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker was removed from the hospital consignment. In order to verify that the pacemaker was in its as-shipped configuration, the pacemaker was interrogated. Upon interrogation, a message stating that the pacemaker was in standby mode and asking if the user wanted to re-initialize the device was displayed. The user answered ¿ok¿ and the pacemaker was re-initialized. After re-initialization, the programming interface showed 100% of ventricular pacing, a battery impedance of 1.46 kohms and the rate was 70 min-1. An impedance test was performed and the result was superior to 3000 ohms.

Event description:
Reportedly, on (B)(6) 2019, the subject pacemaker was removed from the hospital consignment. In order to verify that the pacemaker was in its as-shipped configuration, the pacemaker was interrogated. Upon interrogation, a message stating that the pacemaker was in standby mode and asking if the user wanted to re-initialize the device was displayed. The user answered ¿ok¿ and the pacemaker was re-initialized. After re-initialization, the programming interface showed 100% of ventricular pacing, a battery impedance of 1.46 kohms and the rate was 70 min-1. An impedance test was performed and the result was superior to 3000 ohms.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190313 - file-2019-00416 - analysis_and_closure_report_resp-2019-00315.pdf].